Manufacturer narrative:
Although requested, no kit lot information nor data were provided. Through the course of the limited investigation performed, a product non-conformance was not identified. Facility name ((B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in germany alleged discrepant results for a patient sample tested with the cobas sars-cov-2 test compared to another test method (cobas liat). The sample originally tested positive for sars-cov-2 on the cobas liat system. Upon repeat testing, the sample generated a negative results with the cobas sars-cov-2 test. No data or kit lot information was provided, although requested. No harm or injury was indicated.